Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va05sc0, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that impedances <(><<)> 250 ohms were read on some electrode pairs. It was stated that the patient had had stage 1 p rocedure two weeks ago. The implantable neurostimulator (ins) was implanted on the day of the report. The following impedances were observed: c/0 357 ohms c/1 357 ohms c/2 357 ohms c/3 556 ohms 0/1 <(><<)>50 ohms 0/2 64 ohms 0/3 616 ohms 1/2 <(><<)>50 ohms 1/3 640 ohms 2/3 628 ohms the ins and the lead were disconnected, wiped off, and visually inspected. Nothing out of the ordinary was noted. The lead was seated well into connector block, however, still getting 64 ohms with electrode pair 0/2 and 50 ohms with electrode pair 1/2 was noted. Impedance testing was done at 1.0 v. The test was repeated again with the following results: c/0 378 ohms c/1 391 ohms c/2 547 ohms c/3 556 ohms 0/1 <(><<)>50 ohms the test was again repeated at 270 microseconds pulsewidth and 1.5 v: c/0 440 ohms c/1 440 ohms c/2 559 ohms c/3 673 ohms 0/1 <(><<)>50 ohms 0/2 673 ohms 0/3 906 ohms 1/2 673 ohms 1/3 906 ohms 2/3 906 ohms it was stated that there was a definite short circuit with the pair 0/1 and that 1/2 pair was suspicious. It was also reported that "the patient did great." He got excellent responses on all 4 initial programs including 1-, 3+ at 0.6v. One week later it was stated that the patient had seen consistent relief "from stage 1 to currently," and the therapy was "effectively treating their frequency issues." If additional information is received, a follow up report will be sent.